Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 21295719.

Event description:
It was reported that the patients stimulator was no longer covering pain and underwent an explant procedure. The explanted ipg and paddle lead were discarded.